Event description:
Further it was clarified that the dislocated proximal femoral nail antirotation (pfna) nail was broken, not the pfna blade. There were no problem with locking screws. The hardware was completely explanted on (B)(6) 2019. However the explantation was difficult because of the dislocation and damage of the material; it was non-fusion of the fracture; there was a knee-prosthesis that must had been changed. Patient outcome post revision surgery was reported as painless and mobil. There was no surgical delay. Revision surgery went as planned. The procedure in itself was difficult but was successfully completed as planned. Concomitant device reported: unknown pfna blade (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# 2); unknown pfna end cap (part# unknown, lot# unknown, quantity 1); unknown cable (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown pfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Birth year is reported as (B)(6). Event year reported as 2019; however exact date of postoperative pfna blade brokerage is unknown. 510k: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with proximal femoral nail antirotation (pfna) system on (B)(6) 2019 to treat the femur fracture. Postoperatively patient experienced bad pain at the operated femur site. Patient visited doctor where an implant breakage was diagnosed. No further information is provided. Concomitant device reported: unknown pfna nail (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# 1); unknown pfna end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown pfna blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complaint is confirmed as we are able to confirm complaint description (nail breakage) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.